Event description:
It was reported that the cartridge tip was noted to be frayed while inserting the intraocular lens (iol). Therefore, the incision was enlarged to avoid injury. The customer noted a damaged tip when inserting the cartridge into the unfolder, before the lens was rotated forward. There have been no negative consequences for the patient.

Manufacturer narrative:
(B)(4). The manufacturing record was reviewed and did not have any deviations to the manufacturing process that could have caused this type of complaint. All cartridges were manufactured and released according to specifications.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Further evaluation of this report determined that a corneal rupture occurred at the time of the event. All pertinent information available to the manufacturer has been submitted.